Event description:
It was reported that this pacemaker exhibited high capture thresholds and loss of capture (loc). Additionally, impedance measurements dropped. Technical services (ts) was contacted and recommended an x-ray to confirm lead integrity. It was noted that the patient experienced pain during implant with lead testing. This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high capture thresholds and loss of capture (loc). Additionally, impedance measurements dropped. Technical services (ts) was contacted and recommended an x-ray to confirm lead integrity. It was noted that the patient experienced pain during implant with lead testing. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received detailed that the related right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported.